Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged response button) has been confirmed. Upon evaluation, the front response button cover was missing and there was intermittent functionality. The root cause of the intermittent functionality cannot be positively identified but appears to be physical abuse as evidenced by the missing response button cover. Device evaluation of belt sn (B)(4) has been completed. The reported problem (will not stay connected to the monitor) has been confirmed. As received, the belt failed incoming therapy electrode (te) recognition testing. Upon evaluation, the trunk cable connector was cracked and there was an open pulse wire inside the trunk cable. The cause of the inability to stay connected to a monitor and the incoming test failure is the damaged connector and wire. The root cause of the damaged connector and wire is excessive force placed on the cable. No adverse event resulted from the defective monitor and belt.

Event description:
A us distributor contacted zoll to report that the response button on a patient's monitor was damaged and the electrode belt would not stay connected to the monitor.